Event description:
During inflation of the delivery balloon on a coronary artery stent with delivery system, the balloon ruptured at atm's. The stent was not fully deployed, and in response, another balloon was introduced to fully deploy the stent. No pt complications occurred during the procedure.